Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The spouse of a customer reported via phone call of high blood glucose of over 600 mg/dl and treated with injections. Customer also indicated that numerous no delivery alarms have been received. Customer declined high blood glucose troubleshooting. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and missing the end cap sticker.